Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary vessel. A 3.00mm x 15mm maverick balloon catheter was advanced but failed to cross the lesion. No patient complications were reported. However, returned device analysis revealed that the proximal end of the balloon to the tip was missing. Returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, and balloon were visually and microscopically examined. Visual examination revealed the proximal end of the balloon to the tip missing. Approximately 3mm of the proximal balloon is left. The distal guide wire, distal balloon, marker band, and tip were not returned. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated.